Event description:
A customer obtained troponin (accu tni) results above the ami cut-off on two patient samples. Upon repeat result for one patient was in the risk stratification range and result for the other patient was in the normal reference range. The repeated results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc is performed daily and was within specifications prior to and after the event. On 10/27/2009 a field service engineer (fse) was working in the customer's lab on unrelated hardware issues and indicated that no hardware issues were identified to attribute to this event. Per fse, the customer believes the erroneous results to be pre-analytical sample handling issues. Customer is currently educating hospital staff on the proper collection techniques. Although pre-analytical sample handling issues are currently being addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.